Event description:
It was reported that the patient presented in clinic with non-sustained lead noise due to ventricular loss of capture leading to sensing latency. Reprogramming changes were made. The patient will continue to be monitored. The patient was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.